Manufacturer narrative:
Preliminary device analysis was not available on the date of this report.

Event description:
The hcp reports explanting the patient's pump, after 13 months implant duration, due to inaccurate reservoir volumes. It was reported that the pump was overinfusing by 15%. The patient denied any symptoms of overdose. The pump reservoir was then found empty 3-4 weeks before the explanted refill date. The device was explanted in 2007, and returned to the manufacturer for analysis. The patient was reportedly experiencing withdrawal, however, no specific symptoms were reported. Additional information has been requested from the hcp, but was not available on the date of this report.